Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic thoracoscopy - "the cannula broke. It was not during insertion. They changed camera a couple times. After trocar was removed, it was noticed it was cracked. More information to follow." Additional information provided by sales rep on oct 7, 2016: the cannula broke about 45 min into the procedure. Patient status- na. Type of intervention - they had to convert to open due to different complications not because of the trocar.

Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Engineering confirmed the complainant's experience of a fractured cannula. The likely root cause of the fractured cannula is due to material degradation during the molding process, which could cause the part to be more prone to brittle fractures. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.

Event description:
Additional information received from sales representative on september 28, 2016: patient had to be open due to bleeding. Our trocar played no part in the outcome. The crack cannula was observed when they removed it.